Manufacturer narrative:
Eval: method - other - no lot number and no product number was provided, based on this, no device history review can be performed at this time. Results - other - no results can be defined. Conclusions - other - no root cause can be established due to lack of info about the product code and lot number to perform an investigation. No sample available for eval. If a lot number and product number becomes available at a later date, this investigation will be re-opened accordingly.

Event description:
The event is reported as: during a procedure, the needle "tore off" the suture and was captured within the capio cage. The break occurred when the suture was being thrown through the pt's uterosacral ligament. The needle did not detach inside the pt. No reported injury to the pt was noted.